Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the pump was explanted due to a present infection in the pump pocket. The physician and patient stated that the patient had noticed some drainage from pump pocket "a few weeks ago". The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. No diagnostics or troubleshooting was performed. The actions and interventions taken to resolve the issue was the physician removed the pump on (B)(6) 2021. The physician stated that a pump replacement would be required once the infection is no longer present. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.